Manufacturer narrative:
Initial reporter's (B)(6) phone number: (B)(6).

Event description:
It was reported that during the preparation of the procedure, the physician found that the console's energy was low. The procedure name and patient outcome were unavailable per customer.